Manufacturer narrative:
The biomedical engineer (bme) reported that the g7 monitor displayed a "comm loss" while in patient use. The g7 was connected to a drager atlan anesthesia machine. They tried replacing the network cable, changing data jacks and the switch port, and power cycling the bsm; however, the issue persisted. A different g7 monitor was connected using the original data jack and network cable and functioned normally. Further troubleshooting of the affected g7 included three reinitializations and reloading of clinical configurations, but the monitor continued to remain in "comm loss." No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information was made, but not provided: d10 attempt # 1: (B)(6) 2026 emailed the bme via microsoft outlook for the information in the ni list above: the bme replied, stating that the requested information was unknown. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the g7 monitor: drager atlan anesthesia machine (3rd party device). Model #: ni. Serial #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Transport unit / dau. Model #: ni. Serial #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The biomedical engineer (bme) reported that the g7 monitor displayed a "comm loss" while in patient use. The g7 was connected to a drager atlan anesthesia machine. No patient harm was reported.